Manufacturer narrative:
Service was not dispatched as the customer was not questioning instrument performance. This report is one of ten MDR reports. The specific report MDR numbers associated with this event consist of: 2122870-2011-01408; 2122870-2011-01466; 2122870-2011-01467; 2122870-2011-01468; 2122870-2011-01469; 2122870-2011-01470; 2122870-2011-01471; 2122870-2011-01472; 2122870-2011-01473; 2122870-2011-01474.

Event description:
The customer reported that as part of troubleshooting for a low free total thyroxine (frt4) issue associated with a unicel dxc 600i synchron access clinical system, the customer selected ten prior, low frt4 patient results which had been reported out of the laboratory, and had them retested on another instrument. The retests generated frt4 values in the normal reference range. Initial result and retest result data has not been provided to date. Although there is no indication of any adverse patient consequences to date, it is not known if any changes were made to patient treatment based upon these ten erroneous results. This report is in association with patient result number six.